Manufacturer narrative:
Referring to the product inquiry the ultrasonic generator sonicpin is the only reported device and thus considered the primary product. The pi was entered with minimal information. The reported generator was not returned for investigation (after 97 days). According to information received from the cic the pi was submitted without initial reporter or sales rep's name. Six inquiries and follow ups for product return were made by the cic without success. The lot code of the reported product is unknown. Thus, a physical examination of the device was not possible. Complaint history review/trending revealed that no further complaint with this product regarding the same issue was reported. The event description (¿) ¿screen located on the generator was pictured showing a "?". It would not pick up the presence of the sonic anchor hand piece when it was plugged in to the generator¿ either suggests a software issue or a user error. Nevertheless, in absence of the device in question and only based on the limited information provided the root cause of the reported event could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. Investigation did not indicate a non-conformity; therefore no ncr was initiated. Device was not received.

Event description:
Generator for sonic anchor did not function during surgery. The screen located on the generator was pictured showing a "?". It would not pick up the presence of the sonic anchor hand piece when it was plugged in to the generator.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Generator for sonic anchor did not function during surgery. The screen located on the generator was pictured showing a "?". It would not pick up the presence of the sonic anchor hand piece when it was plugged in to the generator.